Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding post-operative complications experienced by a patient following a procedure in which a solitaire was used. It was reported that during the procedure on (B)(6) 2021, the patient experienced vasospasm and interventional spasmolysis was performed intra-operatively, reported separately. Following the procedure, the patient developed a hemorrhagic transformation (ph1) in the basal ganglia and right frontal. Though it was considered possibly related to the device or the procedure, there was no clear relationship and was considered most probably related to the patient's disease. The patient was treated conservatively. On (B)(6) 2021, the patient was noted to have a new infarct in the right gyrus frontalis medius which was also considered possible related to the device or the procedure but probably related to the patient's disease and also possibly related to the intra-operative intervention. It was noted that the events were not life-threatening, did not require medical intervention, and did not result in patient disability or prolonged hospitalization. The patient was treated conservatively and the events were reported to be resolved. Additional information received reported that the vasospasm was treated with 10ml nimotop. No treatment was provided for the other 2 events. The cause of the hemorrhagic transformation and new infarct was not confirmed. Additional information received reporting that imaging performed 24hr post thrombectomy procedure with solitaire showed hematoma within ischemic field with mild space-occupying effect involving <(><<)>= 30% of the infarcted area (ph1). Follow-up imaging performed on (B)(6) 2021 showed expansion of index infarct. Baseline nihss: 9; (B)(6) 2021 nihss 2. Additional information received reported that the patient experienced a deterioration of generalized condition which led to the patient's death on (B)(6) 2021. The patient's death was reported by the site to not be related to the device or procedure but related to the patient's age and medical history.